Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels often; however, the customer could only specifically provide a bg level of less than 40 (mg/dl) on (B)(6) 2016. Customer indicated that they consume food to treat the low bg levels. Customer indicated that they are working with their health care provider to address their low bg levels.